Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, a cabinet failure occurred with error code "failed to open." The cabinet required repeated recovery by nursing staff, and upon opening, the door produced three clicking sounds before failing again after limited use. Troubleshooting steps, including a full system reboot performed by pharmacy, did not resolve the issue, and the failure persisted, impacting medication access. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet was failed to open. A field service engineer scrubbed the latch pins and the door board thoroughly to resolve the issue. The system functioned as intended after the field service engineer repaired the device.